Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was attempted to be repositioned but could not be so it was explanted and replaced. No patient complications have been reported as a result of this event.